Event description:
Litigation papers received. Papers allege patient suffers from pain, physical injury, bodily impairment and high levels of toxic metal in her blood.

Event description:
Litigation alleges that the patient had a revision on the asr hip implant. The date of the revision was not provided.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers received. Papers allege patient suffers from pain, physical injury, bodily impairment and high levels of toxic metal in her blood. Update (B)(4) 2012: litigation alleges that the patient was revised. The date of the revision was not provided. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening, pain and osteolysis.